Event description:
It was reported to medtronic minimed that the insulin pump had crack at the battery site, exposed to moisture and the home screen did not appear on the display. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. The customer will discontinue the use of the insulin pump. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit powered on with unexpected flashing white display. Pump was cut open to perform a visual inspection and found moisture damage on pcba1, pcba2, force sensor, lcd flex connector, keypad flex connector, and j7 connector. Isolate to electronic stack.test p-cap locked in place properly during testing. The following damages were noted: cracked case-corner of belt clip rails, cracked case (battery tube), pillowing keypad overlay, scratched case, and corroded battery tube. In summary, customer concern for cosmetic damage at battery compartment confirmed. Flashing white display confirmed due to corroded electronic assembly, isolate to electronic stack, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.